Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube break was located at 75cm distal from the strain relief. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found that the proximal edge of the stent was bunched. This type of damage to the stent is consistent with the stent getting caught on an object during withdrawal. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that shaft break occurred in a segment that cannot enter the patient's body. A 2.50x32mm promus premier¿ stent was selected to treat the lesion. While trying to deliver the stent to the target lesion, it was noted that the shaft break approximately 2-3cm from the hub. The device completely removed from the patient. The procedure was completed with another product. No patient complications were reported and the patient's status was great. However, returned device analysis revealed stent damage and hypotube broke at a point that could potentially enter the patient.